Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed. This incident has also already been reported to you via the distributor siemens under number 3002808157-2026-0000.

Event description:
Philips received a report about a potential heating incident during a breast examination whilst using the 16 channel breast coil. It was reported the patient complained of a burn on the underside of both breasts. No other clinical or medical information was provided.